Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was deemed not fit for use due to the gray bar displaying after more than 72 hours at room temperature with no use of telemetry. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).